Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that once the tube is inserted the cuff cannot be inflated. No patient injury or harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects or anomalies observed. Functional testing was also performed and no issues were encountered. The et tube was then submerged under water. No air leaks were detected from the cuff. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide and effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation. The use of over-sized tip syringes has been associated with the cracking of valves which then leak. Luer lock syringes with under-sized luer tips could be incapable of opening the valve. Use only luer tip syringes that are manufactured in compliance with iso 594-1." (Con't) other remarks: based on the investigation performed, the reported complaint could not be confirmed. No functional issues were found with the returned sample. The customer also reported that the pilot line kinking may be a contributing factor. The returned et tube was confirmed to be properly assembled with no leaks detected. The returned et tube could be inflated and deflated with typical resistance felt. The syringe used by the end user to inflate the device was not returned. No occlusions or obstructions could be found that could have contributed to this event. All et tubes are 100% inspected for inflation and deflation during manufacturing; therefore, any defects would be detected prior to release.

Event description:
The customer alleges that once the tube is inserted the cuff cannot be inflated. No patient injury or harm.